Event description:
Per the clinic, the patient experienced trauma at the implanted site due to fall and exposing the receiver/stimulator. Subsequently, the patient developed an infection and was treated with oral and topical antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.